Event description:
Caller alleged discrepant results (accuracy) comparison of inratio test compared with lab results. Results as follows: meter-inr: 4.5, lab-inr: 1.5. Nurse used venous blood on inratio. Tech services explained inratio only validated for fingerstick. Gave her guidelines for a valid comparison.

Manufacturer narrative:
Discrepant results (accuracy) comparison of inratio test with lab results provided by end-user at time complaint was filed: inratio: 4.5, reference: 1.5, mean: 3.00, confidence-limits: 1.8-4.2. The mean of the inratio meter and comparative system inr were calculated. Both inratio and lab values fall outside the limits, so the criteria are not met and the values are discrepant beyond the documented variability for pt/inr testing. As of today, products associated to this complaint are not expected to return. Strip test will be performed as soon as strips and donors are available.